Event description:
It was reported by service report that the fowler could not be locked in place and hold weight and that the siderail would latch intermittently. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.